Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter, (B)(6) is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 118-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 356 and 276 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/30/2018 and open vial date is about two weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer went to the hospital because of her diabetes was high 300's mg/dl on (B)(6) 2016. Customer states that when they tested her blood at the hospital she was told that her glucose was fine her results were normal. Customer was told that she only has a bladder infection and was told that her glucose meter is not correct. Customer test twice a day. Customer is using a g-tube for feeding and she get her food every 5 hours.